Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The tip of the balloon catheter, ie, the balloon itself, dislodged when the catheter was removed via the working channel of the endoscope. The surgeon explained that during the procedure, she inserted, removed, dilated and deflated the balloon catheter repeatedly, about 5-6 times, without any problems, to perforate and dilate septations in a child with complex hydrocephalus. The balloon detached at the end of the last dilatation. Attempts to retrieve the tip were unsuccessful and the tip was; therefore, left inside the ventricular cavity. The pt outcome is unk.